Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1, serial number: unknown. H6: fdm b17, fdr c20, fdc d16, and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the report had a patient interface box fault error. The error persisted after multiple reboots of the system and patient interface box by the site for both wired and wireless connections; no other patient interface box was available to switch out with. There was no patient involvement.

Manufacturer narrative:
H6: previously applied fdm d16 code has been updated to d1102. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1, serial number: unknown, UDI: unknown. H6: previously applied fdm d16 code has been updated to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.